Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that at the 6-month follow-up visit post treatment of an unruptured internal carotid artery dissection in which 3 pipeline vantage stents were implanted, it was observed that 2 of the pipeline stents had collapsed, reducing the stent lumen. It was noted that immediately post-operative, all pipelines were open and well apposed to the vessel wall and vessel tortuosity was minimal. There were no patient symptoms or other complications associated with the event.